Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 374 mg/dl and vomiting. It was also stated that the insulin pump loses power on its own for no apparent reason. Troubleshooting was performed, and only found low battery and low reservoir alarms. The customer's doctor requested a replacement insulin pump. Nothing further was reported.